Event description:
It was reported that the pump alarm went off. It was noted that ¿the pump shut off¿ possibly due to interference from ¿magnet or something in the operating room.¿ the patient outcome was unknown. The drug used in the pump was unknown. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).